Manufacturer narrative:
The customer's calibration data was ok. Based on the available data, a general reagent issue is excluded. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer's qc was acceptable prior to patient testing. The customer wiped down the sample probe after the event. The customer examined the sample probe and noted some "micro nicks and scratches." The customer exchanged the sample probe and performed precision testing, which had failing results. The field service engineer replaced various parts and performed adjustments. After service, he performed precision testing with acceptable results. He performed qc with passing results. The customer performed calibration and qc with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 8000 c 702 module. The initial result was reported outside the laboratory. The patient¿s sample was auto-repeated on the same analyzer, and the customer performed repeat testing on a different analyzer for confirmation. The patient¿s initial calcium result was 6.3 mg/dl. The patient¿s repeat result on the same analyzer was 8.5 mg/dl, and the patient¿s result on a different analyzer was 8.3 mg/dl. The customer determined the repeat calcium result of 8.3 mg/dl was correct, and this result was reported outside the laboratory. The calcium reagent lot number was 459382 with an expiration date requested but not provided.